Event description:
Boston scientific received information that the right ventricular (rv) lead revealed loss of capture (loc) after being implanted. A chest x-ray was performed and confirmed that the lead had dislodged. The rv lead has been successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become available this investigation would be updated.